Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications nor injuries were reported. A synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to distal stent strut row, with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is: adverse event related to patient condition.